Manufacturer narrative:
This report is submitted on august 17, 2023.

Event description:
Per the clinic, the patient experienced an infection at abutment site in november 2022 (specific date not reported) and subsequently was treated with oral and topical antibiotics (specific date and duration not reported).